Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: johannes lammer, thomas zeller, klaus a. Hausegger, philipp j. Schaefer, manfred gschwendtner, stefan mueller-huelsbeck, thomas rand, martin funovics, florian wolf, aljoscha rastan, michael gschwandtner, stefan puchner et al., (2013). Heparin-bonded covered stents versus bare-metal stents for complex femoropopliteal artery lesions. Journal of the american college of cardiology, 62(15): 1320-1327. Doi: 10.1016/j.jacc.2013.05.079. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the "journal of the american college of cardiology" titled "heparin-bonded covered stents versus bare-metal stents for complex femoropopliteal artery lesions" that sometime post a stent placement in the superficial femoral artery lesion, out of one hundred and forty-one patients, there was one occurrence of malposition of stent during placement which was removed surgically from the patient. It was further reported that twenty-two patients allegedly experienced restenosis which were treated as per study protocol and four patients allegedly experienced occlusions in which one was treated with bypass surgery and another one was treated with fibrinolysis. Furthermore, two patients allegedly experienced hematoma, one patient allegedly experienced peripheral embolization and two patients allegedly experienced injury. The current status of the patients is unknown.